Event description:
We were informed that foreign material was noticed in the packaging. The product has not been used. No patient harm occurred.

Manufacturer narrative:
In regard to this complaint, one 25 gauge disposable high myopic backflush instrument was received for investigation. As received, the blister pack was unopened. Visual inspection confirmed the presence of a hair-like fiber in the blister. Device history record review revealed no deviations and a database search showed that no similar complaints have been reported on this specific lot previously. Please note that our operations are executed in a class 7 clean room environment to ensure minimum contamination and that these products are subject to 100% visual inspection prior to being released for distribution. Despite the control measures, the fiber was not detected before the product was released for distribution. The risk identified is included in the risk management documentation. Trend analysis indicates that the product is performing within anticipated rates. Therefore, no remedial or corrective/preventive actions will be undertaken at this moment. Complaints will be closely monitored to identify any significant adverse trends. All similar incidents on the backflush instruments related to the failure mode as evaluated bf-packaging-foreignmat are included in the analysis. In total, more than 470000 backflush instruments were distributed since 2018.

Event description:
We were informed that foreign material was noticed in the packaging. The product has not been used. No patient harm occurred.

Manufacturer narrative:
The complaint is under investigation.